Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the patient's rate went down to 40 pulses per minute. The right ventricular lead had dislodged. The pocket was reopened and the lead was successfully repositioned.